Manufacturer narrative:
The received device had the cannula assembly deployed. Cracks were observed on the top housing. The device was unable to establish connection with the master pdm and no data was downloaded. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Corrosion was observed on the pcb and batteries. No signs of leakage were found and a root cause for the corrosion could not be determined. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported by the patient that the blood glucose (bg) values reached over 400 mg/dl. For treatment, new pod was applied. No further details.